Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/28/2010. Evaluation of the device observed that every device displayed positions where pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the oscillating saw attachment mechanism was missing teeth. No additional clinical information was received prior to this report.